Event description:
Related manufacturer reference number: 2017865-2025-12681. It was reported that patient presented for follow-up in clinic. It was noted that right atrial (ra) lead and right ventricular (rv) lead exhibited over sensed noise, and it was confirmed reproducible via isometrics. Both leads were explanted and replaced with new leads. Patient condition was stable.